Manufacturer narrative:
The returned device was visually and microscopically examined. There was blood present in the shaft of the device and full collar and shaft detachment. The ptfe lining was damaged and fully removed from the collar. The shaft was kinked just distal to the collar, 3mm from the shaft separation and the tip of the device was damaged. Product analysis could not confirm the reported event, as the clinical circumstances could not be replicated. All damages found to the device during analysis could contribute to the no cross which would likely cause resistance upon entry and advancement of the device.

Event description:
Reportable based on device analysis completed on 07mar2022. It was reported that crossing difficulties were encountered. The target lesion was located in the calcified left circumflex artery. A 1.25 burr was introduced for rotablation but did not reach the lesion because of tortuous anatomy. A guidezilla ii guide extension catheter was then used, however, the burr still could not be delivered. The procedure was completed with another of same device. No patient complications were reported. However, device analysis revealed device detachment.